Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. There was no impact to the customer's blood glucose levels. Customer tried to reload cartridge to clear alarm and resume insulin delivery, but was unsuccessful. Customer indicated manual injections would be used for diabetes management.